Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that they had experienced a pump error on their insulin pump. The customer's blood glucose level was 90 mg/dl at the time of the incident. The customer sent the product back for analysis.

Manufacturer narrative:
Open book / critical pump error after battery installation and pump error found in the alarm history file due to a software error. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error. Unit received with minor scratched lcd window, cracked retainer and scratched case.